Event description:
Boston scientific crm received information that during the attempted implant of this implantable right ventricular (rv) defibrillation, there was difficulty experienced getting the lead to go venous. The patient had history of an occluded internal mammary coronary artery bypass graft. After several attempts, the lead seemed to go appropriately toward the right side; however, when the lead was pulled back and the sheath was reinserted, the lead appeared to cross over the spine. The patient's blood pressure dropped and everything was removed. An echo was performed and there was no evidence of tamponade; however, the patient was taken to surgery for exploration. Subsequent information stated that this patient expired and the cause of the complications are unknown at this time. This rv lead was returned for laboratory analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.